Event description:
It was reported the patient complained of severe leg/calf and ankle swelling. The patient believed it was pump related and/or from the infused medicine. The patient was receiving treatment from the hcp but apparently with little effect. It was also believed the patient had a nasty infection ¿supposedly the result of the hcp¿s oversight in prescribing the patient antibiotics post implant¿. The patient was reported to be following up with their hcp regarding these issues. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), product type: catheter. (B)(4).